Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she experienced shocking while using a car seat heater. She thought maybe it was her imagination, so she tried it again and again she felt shocking. She stopped using the car seat heater and this occurred in (B)(6) 2015. The patient's indications for use were gastrointestinal/pelvic floor. It was not reported if more was done to intervene, so additional information was requested. If additional information is received a supplemental report will be sent.